Event description:
Pt fistula needle became dislodged during routine hemodialysis treatment. Pt experienced significant blood loss with transfer to ICU via medical response team. Staff report that machine failed to alarm. Five to ten minutes after the incident machine spontaneously turned off. Electrical saftey was performed on machine & outlet. Both passed.